Manufacturer narrative:
Evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is rare. Conclusions: we are unable to determine a definitive cause for this report because the product could not be evaluated. Prior to distribution, all disposable hemostasis clips are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because the report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic clipping procedure, the physician selected a cook disposable hemostasis clip to treat a fistula in the esophagus. The clipping device was advanced into position and the endoscope was in an angled position. The clip was opened and positioned against the tissue. The clip was anchored in the tissue and when the user was attempting to close the clip onto the tissue site, the clip prongs reportedly broke from the clip into two separate pieces. The medical staff attempted to retrieve both broken clip prongs from the pt, but only one was successfully removed. The other clip prong was left to pass naturally through the gastrointestinal tract. No additional clips were applied. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.